Event description:
During the procedure a retriever was used for a right middle cerebral artery occlusion. One pass was made with this retriever. A hemorrhage was caused during the procedure. 24mg of tissue plasminogen activator (t-pa) wad administered intravenously. The physician believes that the retriever caught on a stenotic lesion during the retrieval.

Event description:
During the procedure, a retriever was used for a right middle cerebral artery occlusion. One pass was made with this retriever. A hemorrhage was caused during the procedure. 24mg of tissue plasminogen activator (t-pa) wad administered intravenously. The physician believes that the retriever caught on a stenotic lesion during the retrieval.

Manufacturer narrative:
Device will not be returned.

Manufacturer narrative:
The subject device was not returned; therefore, physical analysis cannot be performed. However, hemorrhage is noted as a potential complication associated with such procedures in the direction for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to this event.